Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was in clinical use when the issue occurred. The customer reported the issue ¿arch/bow was locked¿. No service has been performed by philips since the quotation has not been accepted by the customer. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the arch is locked. There was no reported patient or user harm.